Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100658453. Model/catalog description: reservoir. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) came to a revision due his device was not working. During the revision, an abscess was found around the pump, which prevented the patient from being able to grasp the pump, although the device itself was functioning properly. The physician suspected penile shortening, and as a result, the device was explanted and replaced with a downsized device. No additional information was reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) came to a revision due his device was not working. During the revision, an abscess was found around the pump, which prevented the patient from being able to grasp the pump, although the device itself was functioning properly. The physician suspected penile shortening, and as a result, the device was explanted and replaced with a downsized device. No additional information was reported.

Manufacturer narrative:
Model number/catalog number: 720185-01.serial number: n/a.batch/lot number: 1100658453.model/catalog description: reservoir.unique identifier (UDI) # (B)(4).the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of abscess, disfigurement, and mechanical issue was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.